Manufacturer narrative:
Analysis of this device was performed at our post market quality assurance laboratory. A visual inspection of the device noted that the ra seal plug was missing and the ra set screw was damaged. The device was returned with a wrench tip broken off in the ra setscrew hex slot and its retainer ring was bent upward. This damage was consistent with the use of a drill to remove the ra lead. A review of device memory confirmed that the device was capable of providing therapy prior to explant. Final analysis concluded that the damage to the device header was induced, and that the device was electrically within specification. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was replaced with a competitive device. During the procedure, the physician experienced difficulty loosening the right atrial (ra) and right ventricular (rv) set screws. The set screws were eventually able to be loosened, and the leads reused with the patient's new competitive device. No adverse patient effects were reported as a result of this observation. The explanted device was returned for analysis.